Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was not received for evaluation. The root cause of the low pump flow was unable to be determined as no product or logs were returned for analysis. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, low flows and suction alarms occurred. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.